Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 370 mg/dl and an insulin injection was used to address the bg level. As the customer was changing the supplies on the pump, a cartridge alarm 5 was received. After troubleshooting with tandem technical support, the customer successfully loaded another cartridge.